Event description:
Device malfunction: stent fracture. Time of malfunction: approximately 7 months post-procedure. Symptoms/ae: in-stent restenosis. It was reported that an xceed stent was successfully implanted in the distal superficial femoral artery. Approximately 7 months post-procedure an angiogram revealed in-stent restenosis and 2 stent fractures, one fracture located in the upper third and another fracture located in the bottom third area of the stent. A non-abbott, covered stent was implanted inside the fractured stent. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not performed.